Manufacturer narrative:
A ge rep contacted the customer and directed him in evaluating the system, but no results or system repair status were reported.

Event description:
The customer reported the system intermittently will not boot up. No pt injury was reported.